Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height auxiliary drawer 3.2 was not detected on the bus. A field service engineer removed the back panel and found no debris present. The controller board light was not flashing. The fse reseated all connections on the controller boards, rebooted the device, and tested the drawers. All drawers were detected on the bus. After rebooting to the es application, the customer successfully inventoried the drawers without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary the cubie was not detected on the communication bus, and a drawer in the 3rd floor pyxis (auxiliary 2) required maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.